Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated and confirmed to be broken at the transition from the shaft of the device to the neck of the rasp. The rasp head was not returned for evaluation. Due the condition of the returned device, a dimensional evaluation could not be performed. Root cause undetermined after investigation. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received for analysis.(B)(4).

Event description:
During a shoulder scope procedure, the distal tip of rasp broke off in the joint of the patient as the surgeon was using it to detach the labrum from the glenoid. Broken piece was removed from the patient using an unknown type of device. A back-up device was available to complete the case and no patient injuries or complications were reported.